Event description:
Here are the issues: I bought an air mini in (B)(6) and was told I had worldwide support on manufacturer warranty. Air mini was for travel and it is unfortunate that the product is low grade . Guess company does not distinguish between worldwide manufacturer warranty on parts and clinical support. Have following issues: bought airmini under 8 months and have a leak in the joint and was refused replacement by resmed in USA. The leak is between humidx filter and the big pipe. It's a joint leak; power plug was (B)(6) and cannot plug into us as well as india outlets as its heavy and does not sit in the power socket. By connecting an adaptor which is not standard it violates all ieee specifications of power safety. It is necessary that a power adaptor should be provided which is compatible with the country where it is sold. If by chance the plug comes off at night I should not choke to death; significant condensation in pipe between p10 and humidx plus; recently find fan noise significantly higher while using the device and have asked for support but the company does not respond to my mails even after repeated mails sent. My device is an outright purchase and cannot contact insurance for support as requested by resmed have contacted their suggested retailer but no response from reseller; product manufactured in (B)(6) and sold in USA, repeated requests to send me international warranty norms for a travel product not being addressed. Product suggestion: marking on the p10 mask , difficult to wear the mask during night time to identify the right side for use. Details of device: I am informed that the product has international warranty as it was a travel device. Date of purchase: wednesday, (B)(6) 2020 4:24 am purchased from: resmed (B)(4) device name : air mini with p10 mask serial number: (B)(4). FDA safety report ID # (B)(4).